Manufacturer narrative:
The lead was returned without identified device or use problem. A malfunction based on analysis was found. As received, a partial lead was returned in one piece. Visual inspection found two external insulation abrasions at 13.2 cm to 13.3 cm and 13.3 cm to 13.5 cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasions is consistent with friction to device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.